Manufacturer narrative:
This supplemental report was created to capture updates on h6: impact codes and b5: describe event or problem.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to unknown product performance anomaly and a new lead was implanted. No additional adverse patient effects were reported. Subsequent additional information was received that indicated that this right atrial (ra) lead was surgically abandoned after exhibiting loss of capture (loc). The ra lead loc was confirmed through pacing system analyzer (psa) testing while the lead was connected to the device. The lead was capped and replaced with a new lead. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to unknown product performance anomaly and a new lead was implanted. No additional adverse patient effects were reported.